Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: see scanned table. The time between testing was less than ten (10) minutes. The patient's coumadin dose was held on (B)(6) 2014. There was no additional information provided.